Event description:
Drive medical has received a complaint from the claimant's attorney on an incident allegedly involving a walker imported and distributed by drive medical. The claimant's attorney stated that the claimant was in her hallway of her home when the walker allegedly collapsed, causing her to fall into the walker and onto the flor. This MDR report is based on the information provided by the claimant's attorney.